Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025, under general anesthesia. The patient did well during his radiation treatment, but 8 months after the placement procedure, the patient experienced rectal bleeding and trouble urinating. A computed tomography (CT) scan found a large walled off cavity filled with fluid. It was mentioned that due to the time between the symptoms and the procedure date, it is unlikely to be due to any bacteria that was injected at the time of the placement. The abscess was drained. The patient already received his radiation treatment, he received external beam radiation therapy (ebrt); 40 fractions, 80 gray.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 02/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 02/18/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Device evaluation: the device was not returned for analysis; the event could not be confirmed since there is no known device problem reported and the patient/impact codes reported are conditions that could not be tested, analyzed or replicated on the product analysis laboratory. A labeling review was performed; there is no evidence the device was improperly used per the instruction for use. A risk review was completed and confirmed that the events of "abscess", "hemorrhage" and "dysuria" were defined in the risk documentation and have been accounted during product risk analysis to support acceptable risk benefits for the product, while the impact codes of "unexpected medical intervention", "serious injury/ illness/ impairment" and "imaging required" are subsequent events of the primary anticipated events. A device history record (DHR) review was performed, and it confirms that the accepted device met all manufacturing specifications. As per event description indicates; the patient had the following complications: abscess, hemorrhage and dysuria, which are anticipated in the risk documentation. Therefore, based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk of device".